Event description:
It was reported that the patient was implanted with an artificial urinary sphincter in 2010. The patient experienced recurring incontinence slowly over the last year. The patient had the artificial urinary sphincter removed due to recurring incontinence from atrophy. A new artificial urinary sphincter consisting of tandem cuffs, pump, and balloon were implanted.

Event description:
It was reported that the patient was implanted with an artificial urinary sphincter in 2010. The patient experienced recurring incontinence slowly over the last year. The patient had the artificial urinary sphincter removed due to recurring incontinence from atrophy. A new artificial urinary sphincter consisting of tandem cuffs, pump, and balloon were implanted. Additional information received indicated the patient was recovering following the replacement surgery.